Event description:
(B)(4). This MDR is being opened in association with the alleged event filed by the pt's attorney in MDR number 1018233-2013-06759. There have been no allegations of deficiency or serious injury against this device. This device is listed in the pt's medical records.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(6)."